Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). Reference sample: model: perfusor space. Article no.: 8713030. Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 6663. Production seal: no. Technician seal: yes. Warranty claim: no. Results: a visual inspection was performed. The cover caps on the screw pillars and the seal are intact. A functional test was performed. The device was turned on and it passed the self-test. It was possible to insert a syringe into the device, select the correct syringe from the main menu and to put the device into operation. A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. The history files were cloned and read out. On the mentioned day of occurrence, no history entries could be found. The latest history entry was the (B)(6) 2020 and was not analyzed. The last device alarm could be detected on the (B)(6) 2016. A delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,72%. To investigate the inside of the device, only the upper housing was removed. No visual damages could be found. Judgment: the complaint could not be confirmed. No flow deviation was found. Wrong handling/user input cannot be excluded. According to the history data, the device was not in use on the mentioned day of occurrence. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "Speed too fast. Additional info: treatment: midazollam/moephone. 24cc in syringe (50cc). Desired rate: 1ml/h. Observation: shift of at least 1 hour each day. No alarm. No clinical consequence. No (B)(6)."